Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported after surgery, the sterile processing department noticed that a small piece of the plastic had sheared off. No pieces remain in the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection reveals that the adapter was fractured at the keyhole slot. Deformation is seen within the keyhole slot. Wear and tear is visible on the hard bearing impaction surface, indicating extensive use. Device field age is approximately 5 years and 11 months based on manufacturing date. Dimensional analysis shows the adapter to be conforming with print specifications where measured. Device history record review identified no deviations or anomalies in the manufacturing process. The reported device is used for treatment. The design of this device was released for production under revision a prints. This design was later revised to revision b to eliminate the straight edge undercut stress riser of the connection feature by adding a full radius undercut. This was to address instances of fractures at the keyhole slot, and was proven to improve mean time to failure performance at elevated impaction loads when compared to the original design. The device in this complaint was manufactured to revision a, and predates the revised design. With the information the likely cause is a previously addressed design issue.